Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery (rca), with 90% stenosed, moderately tortuous vessel and moderate calcification. During the procedure a 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation between 4 atm and 5 atm for several seconds, the balloon ruptured, with a pinhole shape, observed in the proximal side. The device was removed from patient without complication. The procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1, initial reporter address 1, (B)(6). E1, initial reporter city, (B)(6).